Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. The catheter terminated just distal of the connector. No obvious usage residues were observed. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be fully occluded. Lack of fluid movement in the extension tubing suggested that the occlusion was proximal of the tubing. Following disassembly of the connector, inspection of the red flushing connector revealed an occlusion near the distal end. Microscopic inspection of the distal end of the red flushing connector confirmed the presence of occluding material. The occluding material was continuous with the connector material. A hole was observed in the connector sidewall proximal of the occlusion. The occlusion and the hole in the sidewall appeared to be the result of material deposition during the molding process. A lot history review (lhr) of rebx0672 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that after connecting the catheter connector to the catheter, resistance was felt when flushing to confirm patency of the catheter. The catheter connector was removed and connected to a catheter connector that was in another kit. The catheter with replaced connector could be flushed without any problems. There was no reported patient injury.